Event description:
After implantation of a cc4204bf model lens in 2001, it was reported by the surgeon that the patient had prolonged iritis. The patient has been on acular since the surgery and it was increased to bid in 05/2001. The patient's eye was dilated to lood for residual cortex and none was found. There was no evidence of cystoid macular edema. The lens remains implanted.